Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported the ted 12 balloon did not work correctly and upon inspection, holes were present in the balloon. A total of three devices exhibited holes in the balloons. Metal retractors were not being used. It was also reported the blue insufflation bulb seemed to fall off easily. There was no consequence to the pt.